Manufacturer narrative:
According to the customer, on (B)(6) 2026 when removing the ioban there was a "significant amount of effort" that was required which "resulted in tearing the patient's skin 3 times" with the largest tear measuring "approximately 2 inches". The customer reported that the patient did not have delicate skin. The customer reported that the "skin tears were dressed appropriately" and the "md" was notified. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the customer, on (B)(6) 2026 when removing the ioban there was a "significant amount of effort" that was required which "resulted in tearing the patient's skin 3 times" with the largest tear measuring "approximately 2 inches".